Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a negative drain volume (dv) on the homechoice (hc) during initial drain. The cg stated that she noticed many air bubbles in the patient line. The baxter technical service representative (tsr) explained the air in the line and advised the cg to end therapy to start over with new supplies. The tsr also advised to ensure the patient line was fully primed before connecting the patient. The tsr assisted the cg to end therapy. The cg confirmed therapy ended and to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.